Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a monitoring issue where a baby was born "blue" and required resuscitation. The device was used for monitoring at the time of the alleged malfunction.a baby was born "blue" and required resuscitation. The customer did not provide any patient information, although the customer service manager tried to obtain further patient details. The exact date and time of the incident could not be confirmed yet.

Manufacturer narrative:
Due to the lack of available information, the exact cause for the reported issue remains unknown and a malfunction of the device cannot be ruled out. The available information from this report does not support that this failure represents a systemic, design, or labeling problem. No further investigation or action is warranted.